Manufacturer narrative:
Findings: unit powered up properly after the test battery was installed. Unit then was programmed and monitored for 1 day. No unexpected blank display noted. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected alarm error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and dat tests. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 135 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Product is being returned and replaced.